Event description:
Have had many problem of this system that the manufacturer has not been able to resolve, a resident left the facility without anyone knowing and was found several blocks away. Resident had senser on, but door didn't buzz, we did have a sloan fuse, but it ws on another door.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: manufacturing, alarm failure, component failure, other. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.